Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that the implant in site 5 was removed and grafted due to fracture. Noted abscess and pain.